Event description:
As reported to coloplast though not verified. Suture was not delivered as expected through the obturator. Eventually suture was pulled through but was more difficult and caused a delay with the procedure.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.